Event description:
Info was received regarding a (B) (6) female pt who received an injection of restylane injectable gel (injectable dermal filler) on (B) (6) 2008, to the area under both eyes. Anesthesia in the form of an unspecified numbing cream was used pre-procedure. Medical history included allergy to horses. The pt took no concomitant medications. On (B) (6) 2008, the pt developed difficulty breathing (dyspnoea) described as could not take deep breaths (quick and shallow breathing), sometimes could not breath out, chest tightness (chest discomfort), wheezing (wheezing), and pain with inspiration and exhalation (painful respiration). The pt reported these "attacks" come and go; she may be fine for a few hrs and then experience an "attack". Treatment included primatene and albuterol. The pt reported the "attack" typically does not subside until she used one of the inhalers. The pt went on vacation in (B) (6) of 2008 and the symptoms improved. On an unspecified date in (B) (6) 2008, the pt received another injection of restylane to the area under both eyes. Anesthesia in the form of an unspecified numbing cream was used pre-procedure. The pt reported the events worsened after the injection (conditions aggravated). Treatment included zyrtec and advair. As of the date of this report the events were ongoing. The patient provided only one lot number 9238-1 and expiration date 04/2010. It was unknown on which date this lot number was used.

Manufacturer narrative:
Additional PMA/510(k)# p040024.